Manufacturer narrative:
A ge rep evaluated the system and tightened the camera and adjusted the auto-technique. System operates as intended. (B)(4).

Event description:
The customer reported the hlf function is not working. No pt injury was reported.